Event description:
It was reported that damage occurred to a tandem charging cable, rendering the charging supplies non-functional. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support arranged to replace the damaged charging supplies with a two-day shipping service.